Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "cannot dump," status 66" and "status 93" messages. Complaint indicated that there was no pt involvement in the reported malfunction.